Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. The complaint investigation is pending at this time.

Event description:
An email was received with regards to a lifecare pca pump with unknown ln sn. On or about (B)(6) 2023, the patient was admitted for left lower quadrant pain radiating into her left thigh and into her abdomen. Her admission included high blood pressure in the 190s over 100. She was also identified as having a pelvic mass consistent, her providers believed at the time, with a tubo-ovarian abscess (toa) or hemorrhagic cyst. Her past medical history included sleep apnea, obesity, congestive heart failure and renal disease. She had known allergies to penicillin, percocet and benazepril. At admission, her creatinine and bun levels were significantly elevated, consistent with emerging kidney/renal issues. The admitting physician ordered medical scans and located a complex mass in the left adnexa, with a differential diagnosis of tubo-ovarian abscess (toa), a pelvic infection, and proceeded to order medications, including rocephin and flagyl. To treat the pain, the patient was ordered to be placed on a pca that delivered morphine. Separately, the staff was ordered to provide toradol. During the morning of (B)(6) 2023, a nurse found the patient unresponsive with oxygen (o2) saturation in the 40s and diaphoretic. The patient is alleging that the pump failed to properly administer the prescribed medication and caused an overdose of morphine. The patient was administered narcan, intubated and transferred to the ICU. The patient was provided resuscitation and then rehabilitative medical and hospital care, which continued until (B)(6) 2023. It was reported that the patient continues to suffer from ICU psychosis, problems with vocal volume, range and intonation.